Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow-up report will be submitted with failure investigation results should the device be received for eval.

Event description:
The pca tubing was found leaking. A crack was found right above the anti-reflux valve. There was no pt harm and no medical intervention was required. Customer stated that no additional event or pt information is available.